Manufacturer narrative:
Philips service replaced the mpdu and reinstalled the software, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mpdu failure caused no x-ray on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.